Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was 442mg/dl at the time of incident and treated with an injection. Troubleshooting found that the pump was exposed to moisture and the customer did not have a fresh battery to put in the pump to try and troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces on act button. Unable to confirm low battery alert and unable to perform any tests due to button unresponsive. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.